Event description:
The patient had undergone a redo of a fem-pop bypass to a fem-distal bypass with graft. The patient was discharged to kindred facility, raleigh rehab, and was switched from a kci wound vac to a blue sky versatile 1 suction device. He subsequently returned to the hosp 4 days after discharge with sepsis and grossly infected wound. The wound vac was reapplied with improvement of the wound bed. The pt subsequently needed debridement of the groin bed but ultimately lost his graft and leg.